Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device is producing no sound or alarms with a speaker malfunction message. The customer reported that the device was not in clinical use at the time the issue was discovered. There was no patient involvement.